Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 3006705815-2017-00832, 3006705815-2017-00833 & 1627487-2017-03698. It was reported the patient experienced a slight fever (100.4) a day after she was implanted with her scs system. The patient was advised to contact her doctor. No further information was available at this time.